Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 04/19/2016 to report that the receiver displayed err 67 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.